Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed several upstream occlusion messages during testing in the emergency department. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, several upstream occlusion alarms, which were not reproduced or confirmed. While upstream occlusion alarms are present in the history log during recent use of the device, the device passed all occlusion testing and the investigation results imply that the upstream occlusion alarm messages within the event history log indicate true alarms. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00069 can be removed from the FDA database.